Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). X-ray or picture was not provided. A device history record (DHR) review was completed for the subject lot numbers. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review for the lot numbers were performed for similar event (bone fracture) and no other similar complaint was identified. Rationale for DHR & complaint history: customer reported that the buccal bone fractured and implant not stable so removed and bone graft placed. Customer mentioned two implants and two lot numbers on the on the per form. However, due diligence was conducted to determine the correct item and lot combination but no clarification was received because there was no customer to contact for additional information. Therefore, above DHR and complaint history were performed to verify conformity of product during manufacturing and any relevant other complaints regarding bone fracture. Complainant reported that the buccal bone fractured and the implant was not stable so it was removed. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). This complaint was received on a same day replacement form identifying two (2) different implants. The form also indicated that a 2nd implant spun, so a larger implant was used. There was no customer information provided on the form to clarify which implant is associated with this adverse event. An investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. PMA/510(k) number unknown. Device manufacturer date unknown. Device inadvertently discarded.

Event description:
It was reported that the buccal bone fractured and the implant was not stable so it was removed and bone graft placed. Tooth location is unknown.